Event description:
It was reported that the right ventricular [rv] lead was sensing atrial pacing (p wave) spikes as r waves and these were being double counted as ventricular events. It was also reported that the rv lead had a high number of short v-v intervals, an impedance spike, noise was present and a lead fracture was suspected. The detections were programmed off and pacing functions left on; the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.